Event description:
This report is based on information provided by philips bench engineer and has been investigated by the philips complaint handling team. During bench repair, damage to the button overlay was observed on the front enclosure. There was no patient involvement. The device was returned to a philips bench repair facility where the physical damage was confirmed on the overlay. To correct the issue the front enclosure (rdt rainbow front case w/all connectors, 453564842131) was required to be replaced. Testing and verification was completed satisfactorily and the device was returned to service at the customer site. The good faith effort (gfe) provided information that the overlay/front enclosure had wear and tear/impact damage which would be outside of philips control. Based on the information available and the testing conducted, the cause of the reported problem was impact damage or wear and tear however the root cause cannot be determined as the damage was outside of philips control. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.